Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead displayed pacing impedance measurements less than 200 ohms. Additionally, electromagnetic interference (emi) noise with oversensing was observed, along with loss of capture (loc). No pacing inhibition was noted as a result. A revision procedure was performed and the rv lead was surgically abandoned and replaced. The device remains actively implanted. No adverse patient effects were reported during the procedure.